Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial lead exhibited loss of capture due to dislodgment. A physician attempted to reposition the lead, but the helix presented re-extension/ retraction issues. As result the lead was extracted and replaced with an alternate.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement or loss of capture (loc).

Event description:
It was reported that this right atrial lead exhibited loss of capture due to dislodgment. A physician attempted to reposition the lead, but the helix presented re-extension/retraction issues. As result the lead was extracted and replaced with an alternate.